Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned for analysis. The allegation against the product was not confirmed. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an infection with sepsis. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The rv lead was explanted.